Event description:
A customer reported an issue with the speaker and vibrate function of their insulin pump, noting that the speaker was not audible. Technical support instructed the customer to adjust sound settings, but the pump failed to make a sound during testing. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and provided instructions for its return and storage. The customer was informed about the upgraded software in the replacement pump and understood the need to re-program settings and connect their continuous glucose monitor.